Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2013 as part of the (B)(4) study. This complaint is being reported based on the event of sinusitis treated with antibiotic. According to the complainant, the patient underwent her third bronchial thermoplasty treatment to the right and left upper lobes on (B)(6) 2013. The procedure was completed successfully with no issues noted. On (B)(6) 2013, the patient experience wheezing with symptoms of cough and sputum. No intervention was required and no hospitalizations or emergency room visits occurred as a result of this event. The event is reported as continuing. On (B)(6) 2013, the patient experienced an exacerbation of asthma. The patient was treated with a prednisone taper. No hospitalizations or emergency room visits occurred as a result of this event. The event is reported as continuing. On (B)(6) 2013, the patient was diagnosed with sinusitis. The patient was treated with clavulin. No hospitalizations or emergency room visits occurred as a result of this event. The event is reported as continuing. Baseline spirometry values: visit date: (B)(6) 2012. Pre-bronchodilator - fev1: 2.21; fev1 % predicted: 91.32; fvc: 3.06; fvc % predicted: 99.67. Post-bronchodilator - fev1: 2.44; fev1 % predicted: 100.83; fvc: 3.22; fvc % predicted: 104.89. Additional information received as of (B)(4) 2013. According to the complainant, the event of sinusitis was considered resolved as of (B)(6) 2013. Additional information received as of (B)(4) 2013. According to the complainant, the correct resolution date for the event of sinusitis is (B)(6) 2013. Additional information received as of (B)(4) 2013. According to the complainant, the event of wheezing was considered resolved as of (B)(6) 2013. According to the complainant, the event of exacerbation of asthma was considered resolved as of (B)(6) 2013.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2013 as part of the (B)(4)clinical study. This complaint is being reported based on the event of sinusitis treated with antibiotic. According to the complainant, the patient underwent her third bronchial thermoplasty treatment to the right and left upper lobes on (B)(6) 2013. The procedure was completed successfully with no issues noted. On (B)(6) 2013, the patient experience wheezing with symptoms of cough and sputum. No intervention was required and no hospitalizations or emergency room visits occurred as a result of this event. The event is reported as continuing. On (B)(6) 2013, the patient experienced an exacerbation of asthma. The patient was treated with a prednisone taper. No hospitalizations or emergency room visits occurred as a result of this event. The event is reported as continuing. On (B)(6) 2013, the patient was diagnosed with sinusitis. The patient was treated with clavulin. No hospitalizations or emergency room visits occurred as a result of this event. The event is reported as continuing. Baseline spirometry values: visit date: (B)(6) 2012. Pre-bronchodilator: fev1: 2.21, fev1 % predicted: 91.32, fvc: 3.06, fvc % predicted: 99.67. Post-bronchodilator: fev1: 2.44, fev1 % predicted: 100.83, fvc: 3.22. Fvc % predicted: 104.89. Additional information received as of (B)(6) 2013 - according to the complainant, the event of sinusitis was considered resolved as of (B)(6) 2013.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2013 as part of the (B)(4). This complaint is being reported based on the event of sinusitis treated with antibiotic. According to the complainant, the patient underwent her third bronchial thermoplasty treatment to the right and left upper lobes on (B)(6) 2013. The procedure was completed successfully with no issues noted. On (B)(6) 2013, the patient experience wheezing with symptoms of cough and sputum. No intervention was required and no hospitalizations or emergency room visits occurred as a result of this event. The event is reported as continuing. On (B)(6) 2013, the patient experienced an exacerbation of asthma. The patient was treated with a prednisone taper. No hospitalizations or emergency room visits occurred as a result of this event. The event is reported as continuing. On (B)(6) 2013, the patient was diagnosed with sinusitis. The patient was treated with clavulin. No hospitalizations or emergency room visits occurred as a result of this event. The event is reported as continuing. Baseline spirometry values: visit date: (B)(6) 2012. Pre-bronchodilator: fev1: 2.21, fev1 % predicted: 91.32, fvc: 3.06, fvc % predicted: 99.67; post-bronchodilator: fev1: 2.44, fev1 % predicted: 100.83, fvc: 3.22, fvc % predicted: 104.89.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2013 as part of (B)(4). This complaint is being reported based on the event of sinusitis treated with antibiotic. According to the complainant, the patient underwent her third bronchial thermoplasty treatment to the right and left upper lobes on (B)(6) 2013. The procedure was completed successfully with no issues noted. On (B)(6) 2013, the patient experience wheezing with symptoms of cough and sputum. No intervention was required and no hospitalizations or emergency room visits occurred as a result of this event. The event is reported as continuing. On (B)(6) 2013, the patient experienced an exacerbation of asthma. The patient was treated with a prednisone taper. No hospitalizations or emergency room visits occurred as a result of this event. The event is reported as continuing. On (B)(6) 2013, the patient was diagnosed with sinusitis. The patient was treated with clavulin. No hospitalizations or emergency room visits occurred as a result of this event. The event is reported as continuing. Baseline spirometry values: visit date: (B)(6) 2012. Pre-bronchodilator: fev1: 2.21, fev1 % predicted: 91.32, fvc: 3.06, fvc % predicted: 99.67. Post-bronchodilator: fev1: 2.44, fev1 % predicted: 100.83, fvc: 3.22, fvc % predicted: 104.89. Additional information received as of (B)(6) 2013. According to the complainant, the event of sinusitis was considered resolved as of (B)(6) 2013. Additional information received as of (B)(6) 2013. According to the complainant, the correct resolution date for the event of sinusitis is (B)(6) 2013. Additional information received as of (B)(4) 2013: according to the complainant, the event of wheezing was considered resolved as of (B)(6) 2013. According to the complainant, the event of exacerbation of asthma was considered resolved as of (B)(6) 2013. Additional information received as of (B)(6) 2013: according to the complainant, the resoluition date for the event of sinusitis was (B)(6) 2013.

Manufacturer narrative:
(B)(6). (B)(4). A visual and functional examination of the complaint device could not be performed as the device was disposed and not returned for analysis. A review of the device history record (DHR) confirmed that the device met all material, assembly and product specifications at the time of release to distribution. A labeling review was performed and from the information available, this device was used per the directions for use (dfu) / product label. The dfu list infection (sinusitis), asthma exacerbation, and wheezing as possible adverse events that may occur with the use of this device. Therefore, the most probable root cause classification is anticipated procedural complication.